Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury this issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. The manufacturer also received information alleging chest pressure, sinus irritation after using the device, difficulty breathing/short of breath, chest soreness. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow- up report will be filed. Section h6 updated in this report.

Manufacturer narrative:
The manufacturer previously reported an issue with a CPAP device's sound abatement foam. Sections b3 and g3 were filled out with the incorrect date. Sections b3 and g3 have been updated to the correct date of 09/24/2021. In addition, after review it has been found that the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging chest pressure, sinus irritation after using the device, difficulty breathing/short of breath, chest soreness. There was no report of serious patient harm or injury. Section h6 has been updated with the appropriate coding.